Event description:
Caller reports that patients reportedly received the following results on the inform system, using comfort curve strips, within 10 minutes: hi (greater than 601 mg/dl) and 140 mg/dl - patient 1 no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller states that she no longer has the test strips. Replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the lancet protrudes from the end-cap of the softclix plus lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.